Event description:
It was reported that two days after implant of the subcutaneous implantable cardioverter defibrillator (s-ICD) system, oversensing of p-waves was observed on the secondary and alternate vectors. It was stated that defibrillation threshold (dft) testing had not been done and the 10 joule shock impedance was 55 ohms. Technical services (ts) reviewed the chest x-ray(s) from implant and the captured subcutaneous electrograms (secgs) and confirmed that prominent p-waves were observed on all vectors; however, they were not being sensed on the primary vector. It was noted that the lead was implanted very high on the fascia with the sense b electrode appearing to be near the atrium. Ts recommended lead revision. At a minimum, dft testing was recommended if a non-invasive approach was desired. It was also observed that the s-ICD device was implanted on the patient's right side due to large r-waves with left sternal placement at screening. The lead remains in service and no adverse patient effects were reported. It was additionally reported that the patient had a follow-up appointment that they did not show up for. Rescheduling was planned. Additional information received indicated that the patient received two shocks from the s-ICD on (B)(6) 2025. The first shock was appropriate; however, it did not convert the patient's ventricular tachycardia (vt) and the vt then self-terminated. A second shock was then delivered due to oversensing of p-waves and noise. The patient experienced symptoms post-shock (not specified). No programming changes had been previously made due to the patient not showing up for follow-up. The patient then presented to the hospital on (B)(6) 2025. Recommendations for system revision were reviewed with technical services. The s-ICD system remains in service at this time.